Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the tandem user guide: "never submerge the pump in water or use any other liquid to clean it."

Event description:
It was reported that a malfunction alarm occurred after getting wet and falling into toilet. The customer¿s blood glucose level was 550 mg/dl. Reportedly, the customer administered a manual injection with long acting semglee and novolog to address elevated bg level and reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.